Event description:
On (B)(6), an antegrade t2 femur intramedullary nail was performed on a 17-year-old boy. (Condition after fixator system). Both proximal locking holes failed; they passed the nail ventrally. The surgeon pulled the nail out a bit and again both locking holes went past the nail ventrally despite the repeated tightening of all screws. The operation was successfully completed with two proximal freehand bores. Surgical delay of 90 minutes not longer. No other consequences reported.

Manufacturer narrative:
The reported event could not be confirmed, since during functional check the reported event could not be reproduced. The device inspection revealed the following: a detailed visual inspection revealed that the first screw winding is slightly damaged. A function test with the parts returned [targeting arm, nail handle, fixation screw] and a sample nail could be carried out without any deviation. Although verified damage at the fixation screw, the returned parts could be assembled as intended but it could not be excluded that the reported event occurred due to damage found at the windings. As nothing was reported during functional check prior to surgery, which is required per IFU, the case is obviously linked to a suboptimal intra-operative procedure. In case of intended use such damage would not have occurred. However, each instrument will inevitably suffer from long and frequent use. Referring to the very long period since manufacturing (manufactured in 2012) the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. Due to damage found this item should not be used any longer. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
On thursday, april 9, an antegrade t2 femur intramedullary nail was performed on a (B)(6) boy. (Condition after fixator system). Both proximal locking holes failed; they passed the nail ventrally. The surgeon pulled the nail out a bit and again both locking holes went past the nail ventrally despite the repeated tightening of all screws. The operation was successfully completed with two proximal freehand bores. Surgical delay of 90 minutes not longer. No other consequences reported.